Manufacturer narrative:
Updated the product information. Reported event: an event regarding instability & dislocation involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as product was not returned. Clinical review: a review of the provided medical records by a clinical consultant stated that: [...] When examining the knee, the joint was unstable and had recurvatum. The patellar bone was deficient with only 6 mm left. The procedure did not appear to have any complications and was performed in a routine fashion however, it required additional time due to the patient's high bmi of 43. While details of her hospital course were not provided the medical consultation confirmed her multiple medical problems, a stable podtoperative exam and confirmed that the intraoperative cultures were negative. [...] Hazards: none clearly related to implant [...] Conclusion of assessment: the mechanisms of failure and causes of revision [...] Appeared dynamic and unrelated to the implants. This was a very complicated case in a patient with multiple comorbid conditions. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a clinician review of the provided medical records states the following: hazards none clearly related to implant [...] The mechanisms of failure and causes of revision [...] Appeared dynamic and unrelated to the implants. This was a very complicated case in a patient with multiple comorbid conditions. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study (B)(4). Per the report received 3/31/2020, indication for revision is pain and instability; femoral component and tibial liner revised."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received (B)(6) 2020, indication for revision is pain and instability; femoral component and tibial liner revised."